Manufacturer narrative:
(B)(4). Method: the complaint myairvo humidifier was returned to fisher & paykel healthcare in new zealand and was visually inspected and electrically tested. Results: during testing the airvo turned on and functioned, however no audible alarm was heard. The fault was traced to a faulty speaker and electrical resistance testing showed that the speaker's resistance was open circuit. Conclusion: as part of our ongoing product improvement initiatives, we have implemented a soak test for 100% testing of the speaker harness on the airvo production line, which identifies and discards any faulty speakers prior to assembly into the airvo. Additionally a new speaker unit has more recently been sourced from a different supplier. The subject airvo was manufactured prior to implementation of these measures. The myairvo user manual states that the "myairvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A hospital in (B)(6) reported that an myairvo 2 humidifier was faulty and upon investigation it was found that the audible alarm had failed. There was no patient consequence.